Manufacturer narrative:
Patient information was not provided. (B)(6). The involved stopcock is supplied to livanova from an outside supplier. A supplier quality notification was issued and the supplier investigation determined that the failure was caused by an issue with the manufacturing equipment. A pin had come loose on the equipment, which resulted in the stopcock core not being seated properly in the housing, leading to leakage. This is a known issue and corrective actions are on-going. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. If any additional information relevant to the reported issue is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a leak in a stopcock on the negatives side of the custom perfusion tubing set circuit resulted in air entrainment. This was noticed quickly and all air was removed prior to reaching the patient. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication with the supplier on september 6, 2018, livanova learned of an additional manufacturing defect that contributed to this issue. The supplier stated that a defect in the injection mold resulted in out-of-specification stopcock cores with a loose fit. This information was erroneously left out of the initial report, submitted september 26, 2018.